Event description:
The customer reported having on and off unexplained high blood glucose for the past two months. The customer's most recent glucose reading was 166 mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. The customer stated that she sometimes refills the reservoir and wears the infusion set and reservoir for longer than three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.